Event description:
It was reported that the user experienced hyperglycemia after dosing stopped when the continuous glucose monitor (cgm) sensor was disconnected overnight and reconnected without a blood glucose entry. The ilet displayed persistent high glucose alarms and later a fingerstick measured 414 mg/dl, with the event associated with a missed meal announcement following a high-carbohydrate snack. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event involved improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.